Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe failed to cut properly and produced abnormal cutting noises during the vitrectomy surgery. By reducing the cutting speed did not improve the issue. The surgery was completed on same day by replacing the probe. There was no patient impact.